Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt lost stimulation coverage. The physician explanted and replaced the leads. The pt was programmed and reported receiving effective stimulation therapy. Note the pt received 2 leads from the same lot.